Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly during the lead revision after suspected electrocautery interaction. The physician opted not to restore the device through a firmware download. The device was explanted and replaced.